Event description:
On (B)(6) 2016 12:38 pm (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that the system check-out tests failed the following sub-tests : pressure transducer sub-test, vaporizer inlet/outlet valve sub- test, auto ventilation leakage sub-test, and the man ventilation leakage sub-test. No patient was connected to the anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
The anesthesia workstation was investigated on-site by our distributor. The fresh gas pressure transducer printed-circuit board (pcb) was found to have an offset value outside the allowed limit. This caused the reported system check-out test failures. The fresh gas pressure transducer and the inspiratory pressure transducer were interchanged and the anesthesia workstation was successfully tested for performance and safety before being returned to service. No parts were returned for our investigation. The device logs were downloaded and received for further evaluation. Evaluation of the received device logs confirmed the reported failure with an offset value issue. Our conclusion is, that the cause for the reported issue was an intermittent failure of the fresh gas pressure transducer.

Event description:
(B)(4).